Manufacturer narrative:
Initial reporter occupation - manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that the day after inserting the intra-aortic balloon (iab), the nurse noted blood in the helium tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and replaced with a new one. It was later reported that shortly after inserting the second iab, blood was again seen in the helium tubing all the way to the safety disc. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that the day after inserting the intra-aortic balloon (iab), the nurse noted blood in the helium tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and replaced with a new one. It was later reported that shortly after inserting the second iab, blood was again seen in the helium tubing all the way to the safety disc. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2022-00702.